Manufacturer narrative:
Describe event or problem: the additional proglide device is filed under separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one suture was placed without any issues, however, the suture broke due to interaction with the second proglide device. The second suture was placed and another proglide device was used to place an additional suture. The sheath was upsized to 16f and the evar procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B5: the other proglide device referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated to unknown, the lot number provided on the initial report was for the additional device referenced in b5. Although requested the lot number was not provided for this device. D4: expiration date. H4: device manufacturing date. H6: type of investigation codes removed: 3331, 4109. H10: addtl mfg narrative updated.